Event description:
The complainant reported that during support for 43-year-old male patient, there were impella cp position in ventricle alarms. Urine was noted in foley to be blood tinged. Transesophageal echocardiogram (tee) performed showed impella position pointed towards mitral valve with possible entanglement of pigtail in papillary muscle. The doctor attempted to optimize position but did not want to free pigtail as they were afraid the device would pop into aorta and would not be able to get it back across. Additionally, there were suction events above p-1. Six units of blood products were given to the patient. The patient also had organ damage due to the hemolysis and the patient was put on dialysis. Furthermore, the patient was said to have ventricular tachycardia during this time. Support continued following the events. The patient was on impella support for 48.13 hours before the patient expired. The relationship between the impella and cause of death is unknown. Medical safety review of the event noted there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the hemolysis, renal failure, positioning issues, low pump flow, and ventricular arrhythmias has been completed. Data logs were reviewed and only the first 3 hours of data was returned for review. Data logs confirmed pump was in improper position corresponded with clinical description that triggered alarms impella position in ventricle. The alarm then was resolved and pump ran without issue to the rest of the case. Per clinical description, ventricular tachycardia and renal failure were determined to be unrelated to impella before placing impella. Product was not returned for review. Based on clinical description and data analysis, the root cause of hemolysis was most likely due to pump was not in the proper position. The patient has multiple organ failure, therefore, the root cause of low flow was most likely patient condition related.